Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a wire pinching on the body upon lying on the side. This rv lead remains in service. No additional adverse patient effects were reported.